Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. It was noted that one of the blades was completely detached from the balloon material. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device through the sheath. All other blades were intact and fully bonded to the balloon material. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per 2cm pcb specification. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination found the shaft of the device to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device.

Event description:
It was reported that one blade was missing. The 75% stenosed target lesion was located in the moderately tortuous right axillary vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. After dilation was successfully performed at 10 atm upon third inflation, the procedure was completed. However, a slight resistance was encountered upon withdrawal. Subsequently, one blade was missing on the balloon when checked. The physician searched for the blade by fluoroscopy, simple photograph, and CT, but could not find it. Per physician's opinion, adhesion method of the blade might have been loose recently. There were no complications and symptoms such as health damage reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that one blade was missing. The 75% stenosed target lesion was located in the moderately tortuous right axillary vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. After dilation was successfully performed at 10 atm upon third inflation, the procedure was completed. However, a slight resistance was encountered upon withdrawal. Subsequently, one blade was missing on the balloon when checked. The physician searched for the blade by fluoroscopy, simple photograph, and CT, but could not find it. Per physician's opinion, adhesion method of the blade might have been loose recently. There were no complications and symptoms such as health damage reported.